Event description:
It was reported that the health care professional (hcp) called in for review of device data. Technical services reviewed the data and found there were out of range left ventricular (lv) intrinsic amplitudes. Additionally, there was a stored signal artifact monitoring (sam) in which there was oversensing of the respiratory rate trend (rrt) sensor. There were no observations of out-of-range measurements. At this time, the cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.